Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced pain in abdomen right lower quadrant (rlq) and hematochezia. On (B)(6) 2025 post five days ablation, patient complained about significant right groin pain along with abdominal rlq pain. The patient had attended external hospital with similar symptoms plus 2 episodes of peri-rectal bleed. A computed tomography (CT) of abdomen/pelvis was performed with no acute findings, suspicion of clot in the right femoral vein. Ultrasound of right groin confirmed no deep vein thrombosis (dvt), no evidence of fistula or pseudoaneurysm; a small collection of fluid suggestive of small hematoma. Impression on repeat us right groin confirmed diverticular disease. Later blood in stool resolved. A repeat CT of abdomen/pelvis was performed showing no acute intra-abdominal pathology identified. There was a small epistaxis with minimal blood loss occurred which was self resolving. The patient was discharged on (B)(6) 2025. The patient called again (B)(6) 2025 with same complaints. Patient stopped taking apixaban and amlodipine/valsartan for 3 days and felt better. After resuming medications, recurrence of epistaxis and leg pain were noted. Sub-I informed patient not to stop apixaban but amlodipine/valsartan can be stopped for few days to see if it helps pain. Patient was referred to ent if nose bleed continues; and change to different anticoagulants. The device is not expected to be returned for analysis.